Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the tissue pad melted and partially detached. The device was connected to a test handpiece and generator and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.

Event description:
It was reported that during a laparoscopic stomach tube formulation, a part of the tissue pad broke and the broken piece fell into the patient when the device was used to detach abdominal tissues. The doctors washed the patient's abdomen, but could not find the fragment. Another device was used to complete the case. The doctor commented that the broken piece might be retrieved from the patient with suction but, the possibility of persisting piece inside the patient is not denied. The patient's condition was stable.